Event description:
Revision of right total knee arthroplasty performed 1997. Subsequent to a fall two years post-op, pt experienced recurrent discomfort and instability recessitating revision in 2001. Tibial insert component was noted to be worn.